Event description:
It was reported to vyaire medical that the bellavista (B)(4) us internal o2 (oxygen) was compromised during patient use. Furthermore, the patient was placed on another ventilation device but not compromised.

Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and did an inspiration block/valve test, o2 gas path test,self check and sent the logs to technical support. A 2 pt calibration was done and set at 100% for 20 minutes to verify that the alarm does not recur. The unit had a 278 alarm which shows that the internal o2 concentration is elevated. The fsr looked at the lumiox section and watched the o2 reading. The unit was ran for 45 minutes at 100% and the reading stood steady at 21.5% in the lumiox section. No alarms appeared. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical determined the root cause as due to an external - o2 enriched ambient air that triggered alarm 278. It is most likely that the alarm was triggered by o2 enriched ambient air getting to the sensor on the main electronics through the device cooling fan. As a resolution, advised customer to replace insp block.